Event description:
The customer observed falsely elevated alinity I toxo igg for one pregnant female patient. The patient has a history of being toxo igg neative. The following results were provided: (B)(6) 2026, sid (B)(6), initial toxo igg result= 21.8 iu/ml (reactive); additional result provided, toxo igm= 0.08 index (nonreactive) (B)(6) 2026, sample was repeat with toxo igg results= 0.1 iu/ml and toxo igm result= 0.9 iu/ml; another sample tube drawn on (B)(6) 2026 was tested with toxo igg result= 0.1 iu/ml and toxo igm result= 0.09 index. A sample from (B)(6) 2026 was retested with a toxo igg result= 0.1 iu/ml; and toxo igm result= 0.08 index. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier:(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p45-22 that has a similar product distributed in the us, list number 7p45-40 / 45, with 510k/PMA/bla number k210596.